Event description:
It was reported by the patient is in pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The patient confirmed the full dose of the product was not injected. The patient's pain is due to the underlying condition and not the device. The initial report was forwarded in error and should be voided.